Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the battery was out of electrical specification. It was also noted that the upper case was broken, the display lens was cracked, both bail covers were broken, the ring and ring cover were missing, and the keyboard was scratched. (B)(4).

Event description:
It was reported that the external pulse generator would not boot up completely. It was also requested that it receive its annual test and calibration procedure. Follow-up determined that no patient incident report was included with the information provided to the biomedical engineering department. The generator was returned for service. There was no patient involvement.